Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer, and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable, and confirmed the no image/intermittent image issue. The issue was isolated to cable failure. Since the customer had already received a replacement smart cable, the returned glidescope spectrum smart cable was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there were image issues, the picture wouldn't come up when the cable was connected. A delay in the procedure of about two (2) minutes occurred as another verathon product was obtained. No harm to patient or user was reported.